Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd nexiva¿ closed IV catheter system there was an issue with the package integrity/sterility. The consumer states ¿the push tab was breaking through the piece of paper of the individual packaging.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
One sample unit was received for evaluation by our quality engineer team. Upon examination, the tip shield had sliced through the paper top web packaging. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the observed defect. Although the defect was observed on the returned unit, a cause could not be determined. It is uncertain whether the defect occurred within the manufacturing facility or user environment. All related challenges and samples were preformed and no reject activities occurred. No related incidents occurred during production. There are no manufacturing causes identified for this issue. This incident does not exceed what is considered acceptable for a packaging integrity failure. Visual observation found that the push tab had broken through the top web. The defect was confirmed during the investigation. The cause of the defect was not determined. This incident does not exceed what is considered acceptable given the low occurrence and limited severity. No further investigation or corrective action is needed.